Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that the day after the implant, the right ventricular (rv) lead exhibited an increase in impedances and thresholds. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.